Event description:
Healthcare professional reported loose fiber seen on implant in container. Surgery was completed with a backup device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: loose fiber seen on implant (in container).

Event description:
This record is a duplicate of (B)(4) in regards to sn (B)(6). All relevant information will be transferred to (B)(4). It has been identified that this record, mrn 9617229-2024-07306, is a duplicate of mrn 9617229-2024-06943. Please see mrn 9617229-2024-06943for reportable events.